Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified in review of the error logs. Filament calibration was performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displayed low ma error. There was no adverse patient involvement reported. There was no patient information reported.